Event description:
It was reported that the user experienced recurrent pump occlusion alerts, approximately six to seven events over one week, with no visible blockage or air noted upon tubing inspection and while using contact-detach infusion sets. Customer care provided support that included priming and verifying flow, and monitoring for recurrence. Investigation of this case revealed a supply-related delivery obstruction consistent with infusion set or connector/cartridge issues, as the occlusions were resolved only after a supply change. Symptoms included alerts indicating interruption of insulin delivery without reported adverse clinical effects. Outcomes included replacement of infusion sets without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was product interaction with consumable components leading to intermittent flow restriction.